Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise that caused oversensing and pacing inhibition. Patient was in complete heart block. The rv lead was surgically abandoned and a new lead was successfully implanted. The patient contacted patient services and stated that the lead had dislodged. An email was sent to the boston scientific sales representative in an attempt to obtain additional information. No adverse patient effects were reported.